Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported running high with a blood glucose (bg) level of 380 mg/dl, not out of range for more than 90 minutes. When removing the cartridge during a supply change, they noticed an air bubble present. The user confirmed no occlusion alert had occurred, and pump reports showed insulin delivery was not interrupted. The user had already completed a supply change before contacting support. The agent advised monitoring bg for 90 minutes. During a follow-up call, the user confirmed bg was trending down, and no further assistance was required. The ilet alerted for high blood glucose. No medical intervention was required. The user reported symptoms of thirst.